Event description:
It was reported that a patient who had just started using the ilet experienced nocturnal hypoglycemia to 60 mg/dl, treated with approximately 4 ounces of apple juice and three cheese crackers, after which glucose rose to 217 mg/dl and later stabilized; oral glucose was used per education provided, and troubleshooting and education were completed. Symptoms included low blood glucose. Outcomes included stabilization without escalation of care. Investigation included case assessment and user counseling on hypoglycemia treatment. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.